Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient was a life guard and he reported that few days before this report, his blood sugar level climbed up to over 20 mmol/l when he noticed that his set had broken. He thought nothing of it because he always kept his pump on his belt and thought that he had zippered the line and broke it by accident. On the day of this report, after he had primed the line and while he was changing his site, he had uncoiled it to be able to insert but it broke in his hands. Both of his infusion sets were from the same container that broke from the same spot. It had appeared as if the sites were getting kinked from where the line is locked in on the insertion device. The site location was patient's abdomen and the pump was worn on his waist. The location of detachment was at the tubing. The infusion had been in use since last three days and the infusions were stored in a cupboard in the kitchen. There was no stress or pull on the tubing and the pump was not dropped with the set connected to his body. No further information available.